Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate readings of ¿46, 112, and 62 mg/dl¿ compared to feeling/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. At the time of when the issue started, the patient¿s diabetes is managed with oral medication, diet, and exercise. At the time of concern, the patient reportedly had symptoms of ¿sweat, nausea, and dizzy.¿ based on the reported lfs meter readings, the patient took self treatment with food and/or drink. The test strips were either open longer than the discard date, expired, or stored improperly. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after obtaining the lfs meter readings. There was use error involved as there was evidence of improper handling of the subject test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.